Event description:
It was reported that this left bundle branch (lbb) lead was part of the system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lbb lead remains in service.

Event description:
It was reported that this left bundle branch (lbb) lead was part of the system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lbb lead remains in service. Additional information indicated that the lbb lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; d6b: explant date; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.